Manufacturer narrative:
No button error alarm was noted during testing. The unit had unresponsive buttons due to corroded keypad traces. No moisture damage was noted on the electronic assembly during a visual inspection. The unit had a minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that he experienced the keypad issues beginning a few months prior. He stated that the intermittent button problems began around (B)(6) 2015. The customer's most recent blood glucose was 260 mg/dl. The customer did not observe any significant events leading to the alarm, but he noted that the insulin pump may have been exposed to sweat. He stated that he wore the device hooked to the outside of his pocket. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.